Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced bent cannula during first day of insertion event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for less than one day. No further information available.